Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made. There were no patient consequences.